Event description:
It was reported that a patient underwent an open incisional / ventral hernia repair under general anesthesia in 2009. Post-operatively, the patient had tachycardia, and decreased urinary output. On post-operatively day two, the patient had fever. On post-operative day three, the patient had nausea and vomiting. The patient also experienced atelectasis. The patient was bolused with two liters of IV fluid in the same day, and zofran was given for the nausea. The patient was discharged about 5 days later. The event is noted as resolved a day prior to discharge. The surgeon attributes the patient's fever, atelectasis, decreased urinary output and tachycardia to volume depletion.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.